Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the monitor device had recorded a false asystole episode due to undersensing. The physician noted the episode and chose not to intervene. The device remains in use. No patient complications have been reported as a result of this event.